Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant nursing staff noticed/identified small pin hole damage in round filters. No patient involvement.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Additional information: d9 device returned to manfuacturer. One thousand five hundred (1,500) samples provided were sent to the manufacturing site for evaluation and the results of the investigation confirmed the presence of a defect. The samples show a large lamination bond, not a pinhole. The defect is considered a cosmetic defect and does not impact on the product function. Based on the investigation findings, the root cause is manufacturing related. The manufacturing site is aware of this issue and has entered this complaint into our trending report. The raw material supplier has been made aware of the complaint, along with manufacturing supervisor and quality team.